Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damaged usb port. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced a loss of consciousness, upon waking experienced feeling "tired, fatigued, sweaty, without the strength to get up, exhausted" and was unable to self-treat. No third-party treatment was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced a loss of consciousness, upon waking experienced feeling "tired, fatigued, sweaty, without the strength to get up, exhausted" and was unable to self-treat. No third-party treatment was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.